Event description:
It was reported that the system 9800 made a popping sound and then the image went blank. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the battery pack had failed. The batteries were replaced and the battery charger adjusted. The system was tested and found to be working as intended and placed back into service.